Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels was 438 mg/dland treated by correction injection via multiple daily injection (mdi) on (B)(6) 2026. No further information available.